Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that the patient called stating the implant came out. In fact it was the restorative crown + hc. During explant, it was noted that the implant had platform fractured. The implant was completely integrated. Tooth site # 30 (universal). The site was grafted with allograft and xenograft prior to original implant placement.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One imp,tsv,4.1mm,dual sel,ha (tsv4h10) was returned for investigation. Visual evaluation of the as returned product identified implant damage at collar area. Shows signs of use and bone tissue attached to outside threads. Some damage appears to be from removal of device. Zimvie is not responsible for damage done by clinician during removal of device. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot (62717781) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number (62717781) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event (fracture). A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are improper loading techniques or excessive loading of implant. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.